Event description:
A 24mm x 14mm diameter x 16.5cm aneurx bifurcated stent graft was inserted for the endovascular treatment of an infrarenal abdominal aortic aneurysm in a pt in 2001. The aneurysm did not extend into the patient's common iliac arteries. Vessel calcification and morphology are unknown. It was reported that the patient was suitable for endovascular repair based on a CT scan and angiographic data. The pt had a solitary (single) kidney. The pt was prepped and draped accordingly for endovascular repair. Bilateral surgical cutdown access of the common femoral arteries were performed, and a 5 french sheath was inserted on the right and a 7 french sheath was inserted on the left. The 7 french sheath was advanced to the level of the renal artery to monitor deployment of the endovascular graft. On the right, a 22 french sheath was advanced beyond the aortic bifurcation to allow passage of the 24mm x 14mm diameter x 16.5cm length bifurcated stent graft. It was reported that upon trying to remove the runners the physician encountered some resistance. The physician pulled a couple of times and in the process the stent graft was pulled down 1cm. Following deployment of the bifurcated component, the contralateral iliac limb was inserted via a 16 french sheath after catheterization of the contralateral gate. The physician then deployed the contralateral iliac limb graft. The physician balloon angioplastied the graft limbs with a 12mm angioplasty balloon, but at the end of the procedure the physician noted a type I endoleak. The physician noted that the distance between the right renal artery and the top of the stent graft was not sufficient to justify safe deployment of a 3.75cm length aortic cuff; therefore, the physician dilated the proximal portion of the stent graft with 23mm and 25mm angioplasty balloon catheters. The physician reported that the repeat angiogram demonstrated marked improvement, although a small type I endoleak remained present. It is unknown at this time if the proximal endoleak was treated. Medtronic ave received the stent graft delivery system; however, the results of the returned goods investigation are pending. The patient is reported to be fine and no additional clinical sequelae have been reported.

Event description:
Analysis of the returned delivery catheter has been completed. The stent graft was not returned. The graft cover was without kinks or any other damage. The graft cover and runners could be retracted in the returned goods investigation lab without difficulty. There were no bends or kinks in the runners. The cause of the runner removal difficulties is unknown.